Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that potential magnetic resonance imaging (MRI) issue was observed on the implantable pulse generator (ipg). It was also noted that high thresholds and increase of the impedance on the right ventricular (rv) lead, two weeks post MRI scan. The device and the lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.